Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was not returned to zoll medical corporation for evaluation. Two r series ((B)(6)) were reported to have failed to pace a patient on october 9. In both cases, the devices delivered pacing pulses with electrical capture, but mechanical capture could not be confirmed. Device logs were reviewed, though clinical data were not available. For the first unit ((B)(6)), pacing began after a defibrillation shock, with rate and current gradually increased before the device was turned off. The second unit ((B)(6)) was then used, and valid patient impedance was detected, showing proper pad contact. Current adjustments continued until the session ended. No device errors or malfunction were found in either unit, both showed normal operation throughout use. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to pace and failed to discharge. Complainant indicated that the patient subsequently expired.